Event description:
It appears an ipp device was previously implanted, date and surgical details not indicated. Now, it appears the entire device was removed from the pt and replaced due to fluid loss, "cylinder." Ams has requested additional information.